Manufacturer narrative:
Instruments present in the sterilizer were reprocessed before use in patient procedures. The cycle subject of the reported event had aborted due to a pressure low error. The employee subject of the reported event was not wearing proper ppe, specifically gloves, when removing the items from the sterilizer chamber. The operator manual states (pp.6-13), "note: steris recommends (in accordance with ansia/aami st58, 2005) wearing chemical -sterilant resistant gloves when removing items from the sterilization unit after a cycle has been aborted." The pressure low error is attributed to items not being properly dried before a sterilization cycle. The operator manual states (pp. 2-2), "prior to sterilization, all materials and articles must be thoroughly cleaned, rinsed and dried (refer to appendix a)." The user facility was advised of the importance of wearing proper ppe and properly drying instruments before they are placed in the sterilizer.

Event description:
The user facility reported that a v-pro max sterilization cycle aborted and upon removing items for reprocessing an employee obtained a chemical burn. The employee sought medical treatment and a bandage was applied. The employee returned to work and is fine. No procedural delays or cancellations were reported.